Event description:
Information received from a consumer patient via a manufacturer representative. The patient was receiving meperidine 40mg/ml at 15.9 87mg/day and ketamine 12.5mg/ml at 4.997mg/day via an implanted pump. Indication for use was noted as non-malignant pain and failed back syndrome-other. It was reported that the patient had intermittent "symptom return." The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
.

Event description:
Additional information received from the health care professional on (B)(6) 2016 indicated that the onset date of patient experiencing intermittent return of symptoms and whether it was due to a device issue, patient/therapy issue was unknown. The patient described feeling like the pump was underdosing and then suddenly overdosing. They were reluctant to increase or decrease the dosage because of the possible effects to the patient. The cause of the intermittent return of symptoms was not determined. The intermittent return of symptoms had been resolved

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.